Manufacturer narrative:
Previous investigations have shown that the root cause of the navigation ring failures was determined to be liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
G4:30dec2020. B4:31dec2020 . The field service engineer (fse) determined the navigation ring was defective. Fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
A nav ring issue was reported. The unit was in use but there was no patient or user harm.